Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by turbid pd fluid (which occurred eight days prior to the peritonitis diagnosis). The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, intravenous, every 4th day, ongoing) and meropenem injection (500mg, intraperitoneal, once daily, ongoing) for the event. At the time of this report, the patient has recovered from turbid fluid (16 days after the initial symptom onset) and peritonitis (eight days after the event onset). Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.